Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0y57a, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from the patient and it was reported that the cause of the return of symptoms and leaking was with the lead. Patient's unit was replaced, and their return of symptoms and leaking had been mostly resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient urinated on their pad last night and when they tried to adjust settings last saturday they were unable to increase the setting. Patient was too sore on friday to attempt to make an adjustment. Patient did not feel the stimulation and therapy was off. Patient still unable to increase setting. Patient described the screen and it sounded like the upper limit screen on program 1. Patient changed the program to 2 and they felt the stimulation in correct area. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.